Event description:
It was reported that, "the tip of the screwdriver broke off inside the tip of the screw inside the pt. The surgeon had to burr out the screw and the screwdriver tip was removed from the pt."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional info becomes available, then, it will be submitted in a supplemental report.